Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior mitral leaflet for a mitraclip procedure. During the procedure, one of the grippers would not lower while grasping the leaflets. Troubleshooting was performed but was unsuccessful. It was replaced with new device and clip was implanted. However, gripper was attached to the leaflets and was not able to remove before the deployment. After deployment, the clip was stable on both leaflets. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the entrapment of device (clip caught on the leaflet) cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.